Event description:
It was reported that the patient stated having an inflatable penile prosthesis (ipp) pump that was "hard as a rock" as it would not depress in order to achieve the "pop". The physician was able to squeeze it with difficulty and told the patient it just needed to break the component in. The patient decided to look for a second opinion. Patient liaison provided the patient troubleshooting techniques including reboot, burp and anti-stiction. The patient would get in contact again if further assistance was needed.